Event description:
It was reported that the patient presented to the emergency room following inappropriate shock by the right ventricular lead. Chest x-ray revealed the lead had dislodged. Total loss of capture was noted. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.